Manufacturer narrative:
The patient's demographics such as weight, ethnicity and race were not provided. The access accutni+3 reagent was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to the customer site. While on site, fse noted a missing belt tensioner screw and loose dispense probe connection to the manifold. Fse replaced the screw and tightened the dispense probe connection. Fse performed a preventative maintenance (pm) on the instrument; fse then verified instrument performance through verification testing including performing system check and running quality control (qc) samples, and obtained passing results. In conclusion, the cause of the non-reproducible low access accutni+3 results is a hardware malfunction.

Event description:
The customer reported obtaining an erroneous low troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial result of 0.412 ng/ml was not reported out of the lab but was questioned by the laboratory. The sample was reanalyzed on the laboratory's access 2 immunoassay system (serial number (B)(4)) and a result of 2.65 ng/ml was obtained. The customer then reanalyzed the sample on the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and obtained a result of 2.579 ng/ml. The result of 2.579 ng/ml was reported out of the laboratory. No report of change to or impact to patient care was reported in association with this event. The customer did not provide reference ranges. The beckman coulter reference range is 0.00 - 0.04 ng/ml. System check and calibration were within system and assay specifications; no reports of quality control issues were reported at the time of the event. The patient's sample was collected in a 13x75 mm collection vial (details including tube type and manufacturer were not provided). The sample was loaded onto the unicel dxc 600i synchron access clinical system (serial number (B)(4)) through the closed tube aliquotter in the primary container and centrifuged for 5 minutes (centrifugation speed not provided). There were no issues noted with the specimen. No other sample processing information was provided.